Event description:
The customer reported that during a patient procedure, using a glidescope bflex 3.8 single-use bronchoscope, the tip of the bronchoscope de-gloved at the junction point of the two lumens inside a 35 fr shiley double-lumen endobronchial tube (dlt). The customer confirmed the usage of lubrication and did identify resistance when attempting to withdraw the bronchoscope from the dlt. The patient was intubated and no harm to the patient was reported.

Manufacturer narrative:
At this time, it is undetermined if the reported glidescope bflex 3.8 single-use bronchoscope will be returned to verathon for investigation. While the exact cause of the reported issue could not be fully determined, it is likely that inserting the glidescope bflex 3.8 single-use bronchoscope into a 35 fr shiley double-lumen endobronchial tube (dlt) may have caused or contributed to the reported issue. On page 07 and on page 18 of the glidescope bflex single-use bronchoscopes for glidescope core operations & maintenance manual (omm), there's a caution message for users that indicates, "the glidescope bflex 3.8 single-use bronchoscope should not be used with 35 fr shiley endobronchial tubes. Damage or tear to bflex tip sheath may occur." Any usage of the glidescope bflex 3.8 single-use bronchoscope with a 35 fr shiley endobronchial tube is considered outside of verathon's current released labeling. Verathon followed up with the customer and restated the importance of the following information found in the omm. Corrective action is not required at this time. Verathon will continue to monitor for trends.